Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient experienced diabetic ketoacidosis (dka) on (B)(6) 2015, requiring medical intervention. Patient's mother reported that the patient was sick and was taken to urgent care. Patient's mother reported that the urgent care physician is a diabetic doctor. Patient's mother reported that the patient was given fluids and stayed at urgent care for approximately three hours. At the time of contact, the patient's mother reported current condition of patient as "ok". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of diabetic ketoacidosis (dka).